Event description:
Zoll customer support contacted a (B)(6) old male pt to exchange his charger/modem. The pt's download revealed battery charger faults. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary - device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) was confirmed. Upon eval, the battery board was contaminated and the q4 and q5 transistors were shorted on the bedside board. The cause of the battery charger faults is the shorted transistors. The cause of the shorted transistors is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.